Event description:
Micro tech cold snare opened in patient- noticed the tip of snare was bent and folded over onto itself. Defective device, snare was removed from patient, wasted and replaced with a proper working supply.